Event description:
It was reported that during a da vinci si pulmonary lobectomy procedure, broken wires were noticed on the thoracic grasper instrument. As a result, there was limited movement and articulation possible. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed that drive cables are broken at the snake wrist. The broken segments stick out at the wrist. Wrist will not straighten properly and motion is non-intuitive due to cable breakage. Other cables at wrist are not damaged. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.